Manufacturer narrative:
On 12/11/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found rupture. Also shell abrasion was found in the edges of the rupture. No other anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7576364 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7744627 sn: (B)(4). On 11/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 6453319 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left side intra-capsular rupture post-operatively. The rupture was diagnosed via ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.